Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Internal components were evaluated, and extensive corrosion and debris was discovered. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated.

Event description:
It was reported that the attachment heated up during a routine equipment eval at the user facility. There was no pt involvement, or adverse consequences alleged with this event.